Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that his last implantable neurostimulator (ins) was replaced on (B)(6) 2014. The patient stated that it just stopped working and that he did not know why. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.